Manufacturer narrative:
E1: no. (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device produced a blurred and distorted image and showed error codes e216 and e104. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: b5, d8, h2, h3, h4, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: failure of uc sheath, light guide bundle interrupted or weakened and failure of electrical contacts. The most probable root cause of the complaint is component failure. Based on the results of the investigation, it is likely the following led to the malfunction: blurred and distorted image was caused by a component failure of uc sheath. Alarm 216 was caused by a component failure of uc sheath, and alarm 104 was caused by a component failure of electrical contacts should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.